Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead revealed electrocautery damage consistent with the explant procedure. Electrical tests did not reveal any discontinuities or shorts on any conduction paths. A high voltage lead impedance test was performed and the result revealed no anomalies. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Event description:
Related manufacturer report number: 2938836-2018-09500.

Event description:
During a follow-up, high defibrillation impedance on the right ventricular (rv) lead was noted. The lead was explanted and replaced. During the explant, lead damage was noted but it is unclear if this damage is due to the explant procedure. The patient was stable with no adverse consequences.